Event description:
Affiliate reported that the after the MRI, the valve was not longer adjustable. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve failed programming when tested. When tested for pressure and flow, the device passed. Upon further examination, an imprint found in the valve casing suggests that the device may have sustained some form of impact, which could have been the root cause for the programming problems reported by the customer. A review of the history device records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.